Manufacturer narrative:
The wt-5800 warmtouch is not distributed in the u.s.; however, the wt-5300 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5300 warmtouch is k020604. The manufacturer date is unk.

Event description:
It was reported to covidien that temperature was too high. Unit was checked and found there was no temperature control, thermistor defective. Keypad is worn out. No pt involved.